Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had a molding defect with sharp protrusions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no physical samples have been provided. However, defect is confirmed from a photo, which shows one needle without shield and an extra detached cannula with some residue of epoxy in the edge (adhesive used to join metal part with plastic yellow part). Complaint trending review of this lot and defect reveals no more complaints. DHR review established that all production and quality processes were carried out normally. Needles were packed in machine 2101 ((B)(6) 2018) during which 26 visual inspections were carried out with 0 rejection noted. Needles were assembled in machine nº4412 and comes from two batches: #8109791: (B)(6) 2018) during which 54 visual inspections of 25 units each were performed with zero defects noted. #8082597:(B)(6) 2018) during which 204 visual inspections of 25 units each were performed with zero defects noted. Cannula batch #8107762. Investigation conclusion: extra cannula can be produced during the cannula assembling process where the insertion of the cannula takes place using a rotary feeder which places every cannula into the hub. As a result of some isolated problem during the insertion, some cannula could become detached and falling on the following needle (the affected one). Once the epoxy used to join the cannula with the hub was cured in the oven system, the cannula remained stuck on the epoxy and this was finally packed in the unit pack. This situation is more likely in small gauges (like the reported one) due to its low weight. Root cause description: as a result of some isolated problem during the insertion, some cannula could become detached and fall on the following needle. Rationale: based on the preventive measures and our stringent sampling inspection, the probability of occurrence of this non-conformance should be very low and always, in sporadic cases.

Event description:
It was reported that bd microlance¿ needle had a molding defect with sharp protrusions. No serious injury or medical intervention was reported.